Event description:
It was reported to nova biomedical that a consumer continued to alternate food and insulin administration to offset her blood glucose readings. The consumer subsequently experienced a hypoglycemic event requiring emergent food intake to help raise her blood glucose level. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use. Her initial test strips as instructed in our directions for use and the control solution she did have expired in 2010. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.